Event description:
The complainant alleged that while attempting to monitor a patient in leads, the device's display became distorted and blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.